Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements below 200 ohms. Technical services (ts) was contacted and reviewed the data. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the initial reporter country (e1) in section e. Initial reporter.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements below 200 ohms. Technical services (ts) was contacted and reviewed the data. This rv lead remains in service. No adverse patient effects were reported.